Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 25 mcg/ml prialt at 8.839 mcg/day and 200 mcg/ml dilaudid at 70.71 mcg/day via an implantable pump for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient was hearing a high low alarm, described as a police siren. It was noted that the pump was out of medication. The pump was due to be filled on (B)(6) 2016, however the patient was dealing with "insurance issues" resulting in the pump not being filled. It was noted that the clinic might be able to reduce the flow rate on "monday" to buy the patient more time. On (B)(6) 2016, saline was filled into the pump reservoir and the pump was programmed to minimum rate. It was stated that the patient was hearing the critical alarm and "ten minutes later you're hearing a three tone single beep alarm." It was later reported that a low reservoir alarm occurred on (B)(6) 2016 and an empty reservoir alarm occurred on (B)(6) 2016. The patient's symptoms were nausea, vomiting, chills, and increased pain. The patient was noted to have a fentanyl patch on and was taking some other orals, however the hc p did not know what the other orals were. The pump was filled on (B)(6) 2016. It was determined that due to the saline in the patient's pump, the patient would go without drug for 1.6 hours. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.